Event description:
Blood glucose monitoring device results have been "hi" every day for the past two weeks, however, has not felt bad. It was reported the expiration date on the test strip vial was a useable date of 09-30-2006 while the MFR's inventory system indicated the product was expired with a date of 09-30-2003. Reporter stated no actions were taken and no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.